Manufacturer narrative:
Since this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported, that the aligner broke and chipped their tooth. Requested additional information from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.